Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: exact date not provided. Best estimate is between lens implantation ((B)(6) 2024) and explant date ((B)(6) 2024). Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted in the patient's right eye, the patient experienced poor visual acuity. The uncorrected visual acuity was 0.2 and corrected visual acuity was 0.4. The refraction after surgery was -1.5d. Through follow-up, we learned that the iol was explanted and a monofocal iol was implanted. No patient injury was reported. No surgical complications occurred. The current post-operative visual acuity is 0.8. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 10, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was inspected under magnification. The returned lens was received cut into three pieces. The lens pieces were cleaned and no further issues were identified. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found, and no escalation was required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.